Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent appendix surgery on an unknown date and suture was used. The suture broke when sewing the mesentery of appendix in the appendicitis operation. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.